Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via email that the customer was admitted to the hospital due to high blood glucose on (B)(6) 2016. Customer's blood glucose was 800 mg/dl at the time of the incident. Customer's current blood glucose is 160 mg/dl. Customer had related symptoms to his high blood glucose such as nausea, stomach pain, and high blood pressure. Customer was treated by being put on an insulin drip. Customer stated that he believes that he had diabetic ketoacidosis. Customer's father stated that he believes that his son ran out of sensors and did not check his blood glucose in time, which caused his blood glucose to run high. Customer's father believed that the insulin was not getting to the customer. Customer was bolusing but his blood glucose kept going up. Customer was also hospitalized due to dialysis for his kidneys. Customer is still in the hospital and is unsure of when he will be released. Customer was wearing the pump at the time of admission.